Event description:
It was reported by the patient's father that his daughter developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 37 and 48 hours. Symptoms reported include hyperglycemia, bruising and fever. The patient's blood glucose level reached 22 mmol/l (396 mg/dl). She sought medical attention while visiting bulgaria since the infection became worse after few days of the pod being removed. The patient had a small procedure done to drain the infection and was given antibiotics. The hospital visit lasted 2 hours. The patient resides in the UK but was travelling in bulgaria at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.